Manufacturer narrative:
Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had condensation in the inside of the screen.the customer stated that moisture exposure was vapour and customer saw fluid under the liquid-crystal display. No harm requiring medical intervention was reported. The device will be returned for analysis.